Event description:
Reference MDR #1219856-2012-00040 for the first event involving the same patient. It was reported via a call report that this is the second intra-aortic balloon (iab) that they have inserted via the same insertion site on the patient. The rn told the clinical support specialist (css) that they continue to get the same alarm (helium loss 3) with the second iab. The css had the rn do a leak test which did not show a leak in the pump or the tubing anywhere. The css requested strips for the review. The rn faxed the strips sent to the css, and upon review of the strip, it appeared to the css that helium deliver is severely delayed. The css had the rn reduce the volume to 20cc with the same alarm results. The css also had the rn change the pumping to 1:2 and 1:4 with the same results. The css asked if placement had been verified, and the rn stated that it had been with tee (transesophageal echocardiography). The call ended. At 1000 mst, the css called the (B)(6) clinical support manager, and she stated that the tee is not a definitive indicator of placement, and that the iab is most likely positioned too low. At 1055 mst, the css called the rn back to recommend that they try to advance the catheter, and then try pumping again. The rn stated that at the moment the md cannot do this because of the work they are doing with the patient. The css gave the rn his direct number to call back when they have attempted repositioning. At 1115 mst, the rn called the css to state that they had advanced the catheter, but they are still having the same problem. Per the rn, they are going to removed the iab. The patient did not expire. There were no reported complications or injury. The outcome of the patient is stated as "unchanged". Additional information received on (B)(6) 2012 stated that the clinical support specialist and the hospital rn both agreed that the patient anatomy was causing the issue. The iab was thrown away and the rn did not know what product was used. Also the rn stated that the first iab was removed and the first pump was exchanged prior to the hotline call.

Manufacturer narrative:
The sample will not be returned for evaluation.